Event description:
On (B)(6) 2024 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 16 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Event description:
The sensor calibration information was reviewed on 20jun2024 as part of the product investigation process. During review, it was found that the baseline was increased 17.1 mmhg, and not 16 mmhg as originally reported.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. An echocardiogram may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.